Event description:
It was reported that the patient underwent an ipg replacement procedure due to experiencing increased charge burden and wanted an MRI compatible device. The patient was doing well postoperatively and explanted ipg was disposed by facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.